Event description:
In 2009, the pt reported experiencing elevated blood glucose due to bent infusion site cannulas. She stated the issue began within the past 3 months with her current box of infusion sets. She stated that on one occasion, her blood glucose elevated to over 500 mg/dl and she went to the hospital. She was treated with injection therapy to lower her blood glucose and she was released 6-8 hours later. Her target blood glucose range is 50-150 mg/dl. She stated that each time she experiences elevated blood glucose she changes the infusion site and finds the cannula is bent. She stated that she uses her abdomen as an infusion site, and she practices proper site rotation. She does not have scar tissue. She was sent replacement infusion sets and an infusion set insertion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged used product was discarded. The pt will return unused infusion sets for eval.